Manufacturer narrative:
On 14-jul-2023, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation occurred. The preface valve was damaged (removed) when stsf was pulled out. The issue occurred during usage, approximately 1 hour after its initial use. The issue was resolved by replacing the the preface to another new one. The procedure was completed without patient's consequence. Device evaluation details: during visual inspection, the unit does not present any damages or anomalies. Microscopic analysis: the hemostasis valve area was inspected with a vision system confirming that the unit does not present any damages. The complaint reported by the customer was not confirmed, the hemostasis valve area does not present any damages or anomalies. The exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. A device history record evaluation was performed for finished device number (B)(6), and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-may-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation occurred. The preface valve was damaged (removed) when stsf was pulled out. The issue occurred during usage, approximately 1 hour after its initial use. The issue was resolved by replacing the preface to another new one. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable.